Event description:
History of ventricular tachycardia, status post ICD implantation. Due to recurrent shocks and multiple vt and vf episodes, his device has reached eri. Pain associated with the acid shocks.